Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003, indicative of battery voltage too low for project remaining capacity. Device replacement was recommended. The device remains in implanted, and in service. Due to patient significant multi-morbid health conditions, unrelated to the implanted device, the physician / family will not operate. . At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.